Event description:
It was reported that the user experienced a low blood glucose of 59 on the ilet after a post-dinner glucose rise to 378, followed by a drop that the user attributed to overcorrection; no device-specific component issue was identified and the medical device problem was not defined due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.